Manufacturer narrative:
The lead was deactivated. A revision procedure was scheduled. This report will be updated once additional information becomes available.

Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had a pacing impedance measurement greater then 2500 ohms. The lead had no sensing or capture. It was alleged the lead had fractured. No adverse patient effects were reported.